Event description:
New information received indicated that the right ventricular (rv) lead was extracted and replaced due to elevated capture thresholds. That patient was asymptomatic before, during, and after the procedure.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed by analysis. During analysis, a failure event was observed, which was unrelated to the reported event. Final analysis found two external insulation abrasions breaching the optim sheath with intact silicone insulation beneath at the proximal and distal region. The cause of external insulation abrasions is consistent with friction to device can and friction to another device or feature of patient anatomy.

Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. No intervention was performed. The patient was stable.